Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8 596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported the patient had baclofen withdrawal. The patient became stiff and experienced nausea and itching. The patient was given oral baclofen and the symptoms ceased. The patient was back to baseline. The patient status at the time of the report was ¿alive- no injury.¿ the system was being used to deliver baclofen. It was unsure if there was a catheter issue as testing had not shown any definitive problem. The health care provider (hcp) was determining the appropriate course for the patient. An x-ray and side port aspiration was done. Additional information received reported that no further troubleshooting was done as of (B)(6) 2014. The cause of the patient¿s symptoms was not determined. The hcp was speaking with a surgeon about surgically replacing the catheter. The patient was on oral baclofen to decrease stiffness.